Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6 one viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided and the investigation performed, the cause of the reported issue remains unknown.

Event description:
During a premature ventricular contractions procedure, during venous insertion of the catheter into the introducer, it was noted that the viewflex ice catheter had become fractured at the junction of the shaft and ultrasound tip. The device was replaced and the procedure was completed with no adverse patient consequences. No fluoro images were available.